Event description:
Customer reported that batteries s/n (B)(4) operated for 5 minutes even though they were fully charged. Batteries s/n (B)(4) reached their end of life in less than 2 years of service even though proper battery maintenance was performed. Test data for the batteries were sent. No adverse event reported.

Manufacturer narrative:
The battery was not returned for investigation. Based on the test data that was provided, battery passed power testing. The probable cause for the experienced event may be that the battery was used before it was fully charged and/or daily battery swaps were not performed.